Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: camera head lens blurry. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: worn out threads most likely caused by the customer not screwing the coupler to the camera head correctly and/or wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.